Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the implant was removed due to fracture. Tooth #19.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie received one implant for evaluation. Visual evaluation was performed, product inspected and filed. Fracture identified at the collar. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. The implant¿s collar was fractured, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.